Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The rep did find that 1 of the 2 cassettes that were saved was leaking at the point where the bottle line attaches to the bottom of the cassette. The cassette was sent in for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "leaky cassettes" (leak); "priming issues" (failure to prime). A nurse reported trouble with leaky cassettes and priming issues. There was a 15 minute delay on one case while trying to get the system to reprime. The nurse expressed concerns with the cassettes, as this was the second event in which this has occurred. There was no pt injury reported. This is 1 of 2 reports being filed for this facility.